Manufacturer narrative:
The customer reported a contaminant in the set, and returned one sample of material 2426-0007, lot 25085219. Upon initial visual examination, the set verified the complaint of foreign matter on the drip chamber, there were several brownish particles that looked like contaminant. The contaminant is actually embedded material that is within the drip chamber, from the plastic molding process. The off-color pieces are not in the fluid path, and are also sterile. The root cause for the issue is confirmed by the supplier of the drip chamber component to be embedded material from the molding process. The supplier has been notified of the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion pump had foreign matter the following information was received by the initial reporter with the following verbatimit was reported by customer that they found a contaminant in one of your sets.